Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. Customer stated reason the insulin pump was under delivering was the insulin pump was dropped. The customer blood glucose level was 32.5 mmol/l at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with bolus. The customer was admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because customer getting bolus. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for an alleged cosmetic damage, possible under delivery and was hospitalized for high bgs found on (B)(6) 2022 (per ss event date). However, the customer's note stated that the device was returned for an alleged cosmetic damage, possible under delivery and was hospitalized for high bgs found on (B)(6) 2022. The device was received with a scratched case. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded device to carelink. In further full review of the device history/traces per ss event date of (B)(6) 2022, there was no unexpected alarms/suspends and found no bolus recorded. However, insert battery alarm, device error 23 alarm and power loss alarm were noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 11:20:45.000 (B)(6) 2022 11:30:00.000 device error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 11:30:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 11:38:17.000 (B)(6) 2022 11:38:25.000 device error 23 alarm and power loss alarm were expected since the device resets after the battery was removed for more than 10 minutes on (B)(6) 2022 11:20:45.000 and (B)(6) 2022 11:30:00.000. In further full review of the device history/traces per customer's note of 05-sep-2022, there was no unexpected alarms/suspends and found bolus delivery of daily total of bolus insulin delivered: 242500 (24.25 u) (B)(6) 2022 09:48:21.000 normal bolus delivered (220) normal bolus amount programmed: 71000 (7.1 u) bolus amount delivered: 71000 (7.1 u) (B)(6) 2022 14:25:04.000 normalbolusdelivered (220) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 6500 (0.65 u) (B)(6) 2022 14:31:00.000 normalbolusdelivered (220) normalbolusamountprogrammed: 80000 (8 u) bolusamountdelivered: 80000 (8 u) (B)(6) 2022 17:58:02.000 normalbolusdelivered (220) normalbolusamountprogrammed: 85000 (8.5 u) bolusamountdelivered: 85000 (8.5 u) the device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board , force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed. The device passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.